Event description:
This procedure was performed in (B) (6). After deployment of the filter, the physician found that the markerband was separated from the filter. The physician noticed on the monitor, the markerband was in a different position within the filter. The markerband did not embolize. The physician removed the device and used another spiderfx.